Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated (value not known) and low (57 mg/dl). Customer did not know cause of fluctuating bg. Customer's healthcare provider gave customer a glucose tablet to address low bg and no additional information was provided for elevated bg. Recommendation was made for customer to discuss event with their healthcare provider.